Event description:
Philips received a complaint from the customer, reporting that v200 ventilator had a "vent inop", and that the device was displayed diagnostic codes 1014 (post timer/24v failure), and 7016 (various combinations of 24v, +12v, -12v, and power fail failures). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v200 ventilator had a "vent inop", and that the device was displayed diagnostic codes 1014, and 7016. It was reported that the device eventually did start up. During troubleshooting, it was found that the 24v buss voltage was fluctuating from 20-28 vdc. The device was operating as expected while on battery power. The rse noted that the ac voltage was checked and was good. The rse then determined that the power supply was bad. The customer was informed that no repairs could be performed, as the parts were not available, and that the device was end of life (eol). The customer reported that the device would be retired.